Event description:
This is a MFR narrative to user facility report (B)(4).

Manufacturer narrative:
The log file of the device has been analyzed resulting in confirmation of the reported symptom. The workstation consists of a ventilation unit and a cockpit and, as a reaction on a detected internal communication error, the cockpit has performed a restart. The ventilation is not affected but ongoing which can be observed by the user via the supplemental display the ventilation unit is equipped with. None of the other log book entries give a hint to an add'l fault. Finally is concluded that the device responded to the detected deviation as specified and generated a respective alarm. The user has exchanged the workstation in abundance of caution; no pt consequences occurred.